Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they met with patient and switched out her remote for a new one on (B)(6) 2024. Rep did not have proof of the claims. When rep checked her original remote it was functioning appropriately. Rep cannot explain the malfunctions. The new remote is working good and there have been no new complaints that rep is aware of.

Manufacturer narrative:
Continuation of d10: product ID 97745, (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that yesterday morning they were charging their implant and they bent over to tie their shoe and all of a sudden they were on group c and all 3 of their programs went up to 18 at one time. Patient stated that they couldn't do anything and couldn't reach or touch the controller; patient added that they were stuck in the bent over position for 1-2 and a half minutes with the high intensity. Patient mentioned that their husband was there and they talked him through how to adjust their programs and they went to program 1 and got it down to 9 and program 2 to 9 and so on. Patient was wondering if that was something normal because yesterday afternoon and today their whole body hurts and aches from the weird experience; agent reviewed information. Patient said that they were stuck like that for probably a minute and a half and it just wiped them out. Patient also mentioned that they are dragging their left leg even more now and that they're having some low back pain and sciatic issues. Patient mentioned that they had an MRI done and they said it just had a little bit of narrowing in the 4th and 5th but that they wouldn't think that would cause the device to jump up to all 3 programs and go up that high. Patient noted that they have never had their intensity set that high. A rep had come over not too long ago to reset their programs and their start is at 9. Patient stated that they are not sure what to do but that they are still not back to normal and are still recovering from the strange and weird experience.   Patient stated that yesterday they were using their controller and pressed the lock button and 1-2 minutes later the controller shut off and then turned back on again. Patient mentioned that before the controller was locked they were on group c and after the controller was locked and turned off and then back on, they were on group b. Patient noted that the controller was just in their pocket so they are not sure what happened. Agent attempted to start troubleshooting but patient did not have equipment present during call. Agent advised patient to call back with equipment to troubleshoot. When asked for an event date; patient stated that the controller cut off and back on but stayed on for awhile but yesterday was the beginning of weird.